Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in a small amount of liquid and there was evidence of clear surgical residue. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon noticed a black speck in the fluid inside the lens vial of a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter. The lens was not loaded and there was no patient contact. The backup lens was implanted.

Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. The lens vial was reviewed by quality engineer, however, no liquid was found and the lens was yellowish, hence no observation was made. Conclusion: based on the complaint history, work order search, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).